Event description:
Tech alleged that the head end of the bed is not going down using the emergency trendelenburg foot lever. No pt impact.

Manufacturer narrative:
The tech found the hi/low head end of the bed was going down using the siderail controls, but not when using the manual emergency trendelenburg lever. The cause is the emergency trendelenburg valve is stuck. The tech replaced the emergency trendelenburg valve to resolve the issue.